Event description:
According to the reporter, on (B)(6) 2017, while the device was being applied to the colon in an open colon resection, the thread of the device broke. The needle came off of the needle like a detach suture. They used another suture to resolve the issue in order tocomplete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of sixteen devices. The visual inspection and functional evaluation of the samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.